Event description:
Additional information received from the healthcare provider. It was reported that there were no actions/interventions taken to resolve the catheter migration and hospitalization. The family wanted the pump explanted. They were currently weaning the patient by 10-15% every 5 days. They planned to have surgery to explant in the next 1-3 weeks. The cause of the catheter migration was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4),

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (2000mcg/ml at 989.4mcg/day, lot number unknown) via an implantable infusion pump. The indication for use was intractable spasticity and cerebral palsy. The hcp reported that a patient's catheter was dislodged and confirmed by imaging of an MRI and CT scan performed the week prior in (B)(6) 2015. The hcp believed that the catheter became dislodged in (B)(6) 2015, due to a surgery for scoliosis, although the hcp was not certain. The hcp thought they were correlated, because the patient became clinically worse after the surgery. The hcp wanted to decrease the patient by 15% daily prior to explant. The patient had been getting dose increases over the past year. It was noted that the patient was hospitalized and was stable. The patient was on oral baclofen and benzodiazepines. It was later reported that the patient started oral baclofen in (B)(6) 2015 while at a different hospital than the reporting hcp's it was reported that the hcp did not know that there was a confirmed catheter migration or disconnection as the patient was at another hospital. The hcp knew the patient was fine in (B)(6) 2015 at a refill. The patient was clinically stable on 1149 mcg/day. The patient underwent spinal fusion at a different hospital on (B)(6) 2015 and the hcp did not know what happened after that except an increase in tone in (B)(6) 2015. It was noted that the patient pertinent medical history consisted of cerebral palsy, and spastic quadriplegic with contractures. Follow-up is being conducted. If additional information becomes available the follow-up report will be submitted.